Event description:
It was reported that the patient experienced fluid loss in the pump with an inflatable penile prosthesis (ipp). The ipp still remains implanted and active. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.